Event description:
It was reported the distal tip of the .018 guidewire detached in the pt during a biliary procedure. No retrieval of the detached segment was attempted. Another unit was used to successfully complete the procedure without any pt complications. This device has not been rec'd for evaluation. Therefore, no failure analysis is available. Co's f/u indicated a f/u examination was performed two days post procedure and the physician feels the detached segment was passed by normal peristasis. User technique and/or pt anatomy may have contributed to this event. However, without evaluating the device co is unable to determine the exact cause for this event.